Manufacturer narrative:
During DHR review: all challenge, set up and in process samples were performed per control plan and passed per specification. No quality notifications were initiated during production received 5 sealed packages from lot number: 8149954. All components within were intact. Visual/microscopic evaluation: the color (pink) stripes (characteristic of 20ga product) were missing on the top web of the packages. The bd colored code print is printed during the packaging process, when the printing equipment is paused due to machine faults, the index at the bd blue ink print station is occasionally skipped by the print process. Vision inspection system will detect this type of defect and remove the affected parts from the automated packaging process. The parts that are removed are supposed to be sorted by operators for packaging defects and acceptable parts are hand-packed into boxes. The units without were not detected with the manual sorting/hand-packing process.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the color part was not printed. There were five occurrences.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the color part was not printed. There were five occurrences.